Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no physical damage. The sensor failed continuity testing due to broken traces at the rd15 connector causing multiple open connections. The sensor was connected to a monitor and the monitor displayed a check sensor connection error message.

Event description:
The customer reported the sensor has an intermittent connection when bending the in-line connector. No patient impact or consequences were reported.